Manufacturer narrative:
Evaluation summary: the returned device was reviewed. It was observed that the liner flange was fractured, there is damage to both the top and underside surfaces of the flange. Burnishing marks are present on the inner surface of the liner. The device was manufactured in july 1998 and may have been used for 10 years. It is unknown how long and how frequently the device was used. The surgical notes are unavailable, and the instruments used and surgical technique are unknown. Based on the above info and observations, the liner flange fracture may be due to one or a combination of the following mechanisms. The device may have reached the end of its life due to age, use, and fatigue. The observed damage marks may have been caused by impaction or improper alignment of the liner inside the shell. This may have compromised the material integrity, which may have led to the liner flange fracture. However, cause cannot be definitively determined. Device history records indicate device manufactured to specification.

Event description:
It is reported that the trial broke during reduction.